Event description:
According to the reporter, during ablation procedure, after inserting the antenna into the kidney the generator gave a warning of a failure with a red triangular light was lit. The doctor decided not to wait for a replacement device within 45 minutes and decided to stop the operation and cancel it due to the complexity of the patient. Due to the insertion of the needle through the skin into the tumor area, a slight bleeding occurred which was controlled, the patient was left for observation until the evening and was released to her home.

Manufacturer narrative:
D10 concomitant product: ca15l2, ca15l2 15cm rein percutaneous antenna x1 (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the time set switch could not toggle between minutes and seconds, and seconds could not be selected. Functional testing found that the generator failed power test. The left-173 microwave source module (msm) was faulty and giving low power output. The issue was resolved by replacing the left-183 pulse dial knobs. It was reported that the generator gave a warning of a failure with a red triangular light was lit. The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: the time set switch could not toggle between minutes and seconds, and seconds could not be selected. The most likely cause for the additional condition is traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.